Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of historic complaints (B)(4) and (B)(4) (test protocol patient interface) shows that reports of suction issue against the wavelight system patient interface are not malfunction related. Testing on patient interfaces returned for suction issues consistently yielded passing results. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. The root cause could not be determined conclusively. Most possible root cause could be poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a loss of suction with the patient interface during lasik flap creation. Additional information received; the suction loss occurred during the raster pass. The procedure was completed successfully with a new patient interface.